Event description:
Patient's mother contacted dexcom technical support on (B)(6)2015 to report that her receiver displayed an hardware error on (B)(6)2015. The patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Downloaded the receiver data log and reported fault could not be found. The device was determined to be operating within the required specifications without malfunction.